Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty infusing paclitaxel for chemotherapy using a clearlink secondary medication set. The reporter stated that the drug would ¿hang onto tubing, even with a lot of saline flushing after end of infusion.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.